Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported early deployment and bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 281mg/dl while wearing the pod on her back for between 4 and 24 hours. She stated it started leaking; when she was doing a correction, she noticed that the adhesive was damp. Treatment included boluses with the pdm (personal diabetes manager) and replacing the pod. She stated that when she had pulled the needle cap off, at the time of application, that it looked like the cannula was sticking out. The cannula also appeared bent when the device was removed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. No issues were observed that would result in an early needle deployment. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would result in high blood glucose levels or fluid leaking during wear.